Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurate results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on unknown dates and times, she obtained alleged inaccurate results on the subject meter of ¿526, 568 and 140 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (no adjustments). She reported that at 8:30pm on (B)(6) 2018, she felt thirsty and took insulin (usual dose 55 units). She stated that on (B)(6) 2018, she woke up, ¿feeling hot and passed out¿. She reported that her father called 911 and took her to the emergency room (ER). The patient stated she was unable to provide details of the treatment she received at the ER, because she was ¿unconscious¿. The patient was also unable to provide any results obtained while at the ER. During troubleshooting, the patient confirmed that her meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution test to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Feeling hot, passed out and unconscious, requiring hcp intervention, after obtaining alleged inaccurate blood glucose results on the subject meter.